Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump basal history indicates pump switching to 0.00 units/hr basal rate at (B)(6) 2011 at 01:01. The basal program returned to 0.275 units/hr at 07:31 on (B)(6) 2011. The pump was returned with all basal program cleared. Black box history indicates patient manually changed date and time from (B)(6) 2011 21:07 to (B)(6) 2011 21:13. During investigation, pump accurately delivered 1.00 units/hr for 24-hr period. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A family member reported that the patient woke up to find the pump running a zero unit basal rate and the patient's blood glucose had elevated to 22.9 mmol/l. The family member reported that she checked the programming and stated that the programmed rate was zero unit but the family member stated the rate should have been .3 unit per hour. The patient's blood glucose of 22.9 mmol/l and no reported symptoms does not meet animas criteria for an adverse event. This event is reported as a malfunction based on the allegation that the pump basal rate changed without user intervention.